Manufacturer narrative:
The instrument was returned to isi and evaluated. One of the instrument's grip cables was found to be broken at the distal idlers. In addition, a cable segment was sticking out at the instrument's wrist approximately .599. The other cables of the instrument's wrist did not exhibit any damage. In addition, the instrument's distal pulleys appeared to have scratch marks/abrasions on both sides of the grips. This complaint is being reported due to the following conclusion: a cable broke on the mega suturecut needle driver instrument broke, a needle fell into the patient, and an x-ray was performed to help look for the needle. The needle was successfully retrieved.

Event description:
It was reported that during a da vinci ventral repair hernia procedure, a cable on the mega suturecut needle driver instrument broke while the surgeon was suturing. As a result of the reported issue, the initial reporter of this complaint indicated that the needle held by the instrument fell into the patient. An x-ray was performed and the needle was retrieved. The da vinci surgical procedure was completed. The initial reporter indicated that he was present during the surgical procedure but the procedure was not recorded. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the risk management department at the site. The risk manager indicated that there were no reports that the patient developed any post-operative complications. She confirmed that the needle was retrieved during the surgical procedure after an x-ray was performed. She did not provide any additional information regarding the reported event.